Event description:
It was reported that during a generator change out procedure, this right ventricular (rv) lead was explanted due to loss of capture. It was noted that there was no pacing at maximum outputs. The procedure was successfully completed with another lead. This rv lead has not been returned for analysis and there were no additional adverse patient effects reported.